Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were defective. The defect was further described as leak coming from the port. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lo was manufactured between december 11, 2019 to december 12, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.